Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# v074366v01, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's lead is being replaced with a new lead on (B)(6) 2016 due to poor lead placement. It was unknown if the patient experienced side effects or a lack of benefit for the malpositioned lead. It was unknown if there were any environmental / external / patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed were also unknown. The rep followed up and indicated that the left lead was replaced on (B)(6) 2016 and the patient resounded well to the test stimulation during the lead placement. The lead was not connected to the existing extension as there are plans to connect it on (B)(6) 2016. A portion of the previous lead remained in the patient. The rep later confirmed that the new left lead was connected to the existing extension on (B)(6) 2016 and there are plans to program that patient in 3 weeks or so. It was also confirmed that the right lead was programmed and providing the patient therapy. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.